Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that occurred while loading the tubing before patient use. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Information was requested by baxter regarding pump programming and set-up information, and the tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.